Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the submitted log file. The log file captured a backup battery fault alarm, which became active on august 10 relating to a backup battery load test failure (f36). The fault alarm cleared upon the reseating of the back-up battery ribbon cable. The alarm recurred on august 15 relating to the same fault code. Additional information communicated on 30oct2020 indicated the backup battery fault alarm resolved after the system controller was exchanged. The system controller is not returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(4)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on 18dec2018. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarm indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple backup battery fault alarms due to the battery failing the load test. The backup battery was reset and was exchanged multiple times, but the alarms persisted. The controller was exchanged and the alarms did not occur on the new controller. The controller was not returned for evaluation.